Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include precautions related to handling of the cannula and microcatheter, as improper handling may result in kinking or damage. The device history record for the reported lot was reviewed, and no issues were identified. The product was manufactured, tested, and released in accordance with validated procedures. The returned device was visually inspected and confirmed to have a cut at the catheter tip. The condition is consistent with handling-related damage that may occur if the cannula contacts or exerts stress on the microcatheter during use.

Event description:
The catheter tip broke off in the canal during trabeculotomy.